Manufacturer narrative:
Patient information unavailable. Patient code: although the balloon angioplasty resulted in emboli within the patient vasculature, a spectranetics device did not cause nor contribute to the creation of the emboli. However, because the quickcat malfunctioned and was unable to be used to extract the emboli, the patient underwent bypass surgery.

Event description:
A balloon angioplasty was being performed within the patient's sfa (superficial femoral artery). Inflation of the balloon reportedly led to embolization of lesion particles. The physician attempted to use a spectranetics quickcat device to remove the emboli; however, the plunger of the syringe of the quickcat would not hold pressure; device was not used. The physician attempted to remove the emboli with another device unsuccessfully. As a result, the patient ultimately underwent bypass surgery, and reportedly survived procedure.